Event description:
It was reported that the positioning guide rod was found fractured during use. There was no delay to the patient as the procedure was completed successfully without using the device. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified wear noted along the shaft. Distal tip is gouged, deformed, and bent from previous use. No other damage was noted. Device has an approximate field age of 4.5 years. Dimensional features were within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed as the returned device is bent and not broken. Dimensional features confirm the device is within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.